Event description:
It was reported that the device supplied inappropriate therapy to an svt, causing the patient to enter a fast vt/vp. A small r-wave came in and was undersensed right after an svt diagnosis, causing an interval to be binned as vs when prior intervals were binned as vt-1. The device was managed non-invasively by reprogramming.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.